Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm was confirmed by review of the submitted and downloaded log files; however, the reported event of the green pump running led being off could not be confirmed. The log files collectively contained approximately 20 days of information (28jul2023 to 17aug2023 per timestamp). A backup battery fault alarm was observed at 8:38:13 on 17aug2023 due to the backup battery not passing the load test. At the time of this alarm, the unloaded battery voltage was measured to be below the designed threshold. The operation of the pump was unaffected by the alarm, as the pump maintained a speed above the low speed limit while the driveline was connected. At 8:39:33, the driveline was disconnected, which is consistent with the provided information that the patient exchanged their controller in response to the alarm. There were no indications of the pump stopping prior to the disconnection of the driveline. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. Throughout testing, the backup battery passed multiple load tests and backup battery fault alarms were not able to be reproduced. While the controller was connected to a mock circulatory loop, the green pump running led illuminated as intended and remained bright. Multiple controller self-tests were also performed, and the pump running led illuminated properly each time. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. The root cause of the green pump running led being off could not be determined, as the led functioned properly throughout all testing. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also describes the green pump running symbol. The heartmate 3 patient handbook - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient performed controller exchange at home on (B)(6) 2023 due to a "replace backup battery alarm" and no evidence of the "green light running pump symbol". The log captured backup battery fault alarms beginning at 8:38 am (B)(6) 2023. At 8:39 am the controller was disconnected from power and from the driveline. The controller was exchanged for a new one to serve as the patient¿s backup controller as well as a new battery. Reasoning for this was to ensure the ebb fault has been resolved in its entirety as well as the heartmate 14v battery due to patient stating it was malfunctioning and not sustaining any charge.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.